Event description:
New information indicated that the patient's ra and rv leads had no loss of capture noted and will only be monitored.

Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2025-17056. It was reported that the patient¿s right atrial (ra) lead exhibited p-wave variation and over-sensed noise resulting in inappropriate automatic mode switch. High capture threshold was noted on both, ra and right ventricular (rv) leads. No intervention was performed. The patient was asymptomatic.